Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory was performed and no anomalies were found. It was noted right ventricular (rv) lead capture threshold data was not available in the save to disk.

Event description:
It was reported that the patient presented to the hospital due to being in poor physical condition, which was led by a pacing failure of the epicardial right atrial (ra) lead and right ventricular (rv) lead. It was noted the pacing failure was triggered by an increased pacing threshold. The leads were capped and replaced with intravenous leads and a temporary pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.